Manufacturer narrative:
MDR report # mw5146461.

Event description:
User facility medwatch received that states the right ventricular lead exhibited oversensing and noise in the form of non-sustained shot episodes.